Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered abdominal and vaginal cramping, dyspareunia, urinary incontinence, emotional distress, pelvic and vaginal pain, vaginal spasms, vaginal discharge, bladder infections, mesh erosion, abdominal pain, vaginal dryness, urinary tract infections, and fecal incontinence. No further information has been provided.